Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device alarmed for ventilator service required. Error log was checked and an error code related to the internal battery was observed. Err_perm_fail_int_li_ion means there was an internal li-ion battery permanent failure. The internal battery needs to be replaced to address the issue.